Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 4mg/ml at 0 .2mg/day via an implantable pump. It was reported that the patient recently underwent a spinal surgery. During the surgical procedure, the spinal segment of her existing catheter was cut and removed. The environmental, external or patient factors that may have led or contributed to the issue was recent spine surgery resulting in dissection/removal of existing spinal segment. The actions and interventions taken to resolve the issue was the patient was taken to the or (operating room) today for replacement of the spinal segment of her intrathecal catheter. The physician was given an 8782 catheter which was placed at t8. At this time, it was determined that remaining catheter length and volume was unknown, so the physician decided to replace the pump segment as well. He proceeded to open the pump pocket and dissect out the pump and remaining pump segment. Because there were no allegations regarding the catheter prior to the spine surgery, the remaining segment was discarded by the customer. The physician was then given an 8784 catheter. The spinal segment was tunneled to the existing pump pocket. 28 cm of the new 8784 was connected to the 8782 via a collet. The pump was placed back in the pump pocket. The catheter was then aspirated ensure patency. Incisions were then irrigated and closed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.